Event description:
It was reported that the patient contacted their physician explaining the pump component of this inflatable penile prosthesis (ipp) had become stuck to the inside of the scrotal skin. Upon review of images by the physician it was determined the pump had eroded through the scrotal wall and would require surgical revision. A procedure was subsequently performed during which the ipp was explanted and replaced with a malleable penile prosthesis to hold the space for future reimplant of an inflatable device. No further complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient contacted their physician explaining the pump component of this inflatable penile prosthesis (ipp) had become stuck to the inside of the scrotal skin. Upon review of images by the physician it was determined the pump had eroded through the scrotal wall and would require surgical revision. A procedure was subsequently performed during which the ipp was explanted and replaced with a malleable penile prosthesis to hold the space for future reimplant of an inflatable device. No further complications were reported.